Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. E1: (B)(6) hospital.

Event description:
It was reported that this was a closure of an unspecified access site using a proglide device relative to an unspecified procedure. Reportedly, an unspecified device issue occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device break was observed as guide separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The separated guide likely caused the subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: b3 - date of event: updated from 04/25/2024 to 3/25/2024. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D9 - device available for evaluation updated from no to yes. E1- first, middle and last name: updated. H6 - medical device problem code: code 3190 was removed and codes 1069 and 1212 were added.

Event description:
Subsequent to the initially filed emdr report, the following information was received. Reportedly, after completing the interventional procedure, the proglide device was inserted. After insertion, the proglide device broke inside the patient's artery. The vascular team was needed in order to remove the device [surgical intervention required]. A new proglide device was used to achieve hemostasis. A clinically significant delay was reported [as a result of the surgical intervention]. No additional information was provided.